Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had blood inside.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
E1(event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to found blood inside the safety disk and pim module. To fix the issue, the fse replaced the pneumatic module assy, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, e2, e3, g2(health prof added), g3, g6, h2, h10 corrected sections: b5, b6, b7, d10, e1(name, email), h6(health clinical & impact).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had blood inside. There was no harm reported.